Event description:
Customer reported that the numbers on the insulin pump were ramping without input during a bolus. The blood glucose reading was 137 mg/dl. He stated that the insulin pump may have been exposed to humidity. He also reported that there were a couple of cracks on the top corner of the display screen. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No scrolling number anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.